Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021, using an unspecified sample type. On (B)(6) 2021, the day prior to performing the antigen self test, the consumer obtained a pcr test in which the results were negative. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 157901 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/195-260 / lot 157901, test base part number 195-430h / lot 154236. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 157901 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance or the specific patient sample.